Event description:
Same case as MDR ID: 2134265-2014-06026. (B)(4) clinical study. It was reported that angina occurred. In (B)(6) 2010, the patient presented due to anterior chest discomfort and abnormal stress test. Cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. The target lesion was an in-stent restenotic lesion located from the proximal right coronary artery (rca) and extending to distal rca with 90% stenosis and was 50 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 x 38 mm and 3.50 x 20 mmtaxus® liberté® stents. Following post dilation, residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was diagnosed with angina and was hospitalized. During the time of event, the patient was not on dual antiplatelet therapy (dapt). Aspirin was last taken in 2012 and other antiplatelet medication was last taken in (B)(6) 2012. The study drug was never taken during the study. The patient underwent coronary angiography without revascularization. The outcome of the event was not recovered or not resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).